Event description:
A malfunction was reported on the pump, but no notable events occurred prior. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue happens again. All instructions were acknowledged and understood by the caller.